Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous obtuse marginal branch. Upon the first inflation, the 2.5x15mm apex monorail balloon ruptured at ten atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).